Manufacturer narrative:
**UDI related data quality updates ** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 115v 60hz, corrected version or model #: 6481779

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported compressor on site. The drainage valve was replaced to resolve the issue and sent back for further investigation. The returned drainage valve has been tested in a compressor, then the compressor was connected to a ventilator. The compressor after that, was started and the ventilator was set on ventilation for 24 hours. It was not possible to reproduce any issue, as the valve of the drainage valve opened every 30 seconds and it blew out the condensed water to the drainage bottle. The reported issue could not be reproduced. Therefore, no root cause can be established. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor's drainage valve malfunction has been found. There was no patient harm. Manufacturer's ref. (B)(4).